Manufacturer narrative:
(B)(4).

Event description:
It was reported competitive atrial pacing was observed when the patient was seen in the clinic for a routine follow-up. The patient was asymptomatic. The recommended programming changes were made. The patient will continue to be monitored. The patient condition is fine.